Manufacturer narrative:
The radical-7 device involved in this event was returned for evaluation. Visual inspection upon receiving revealed no external damage. During the investigation, the unit shuts down within a few seconds of powering on and a 10 beep alert is heard. In this condition, the device was unable to operate for more than a few seconds. The failure was due to reverse biasing by the connector pin 7 contacting the docking station after other pins. A service history record review reveals that this unit was in the field for over seven (7) months with no previous reported issues prior to this event. (B)(4).

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the radical-7 unit turned off by itself during monitoring of an home-end user. There were no consequences or impact to patient reported.